Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 01aug2019. The manufacturer's field service engineer (fse) performed on site troubleshooting and confirmed the reported issue. The fse replaced the ventilator's rp-pcba,pwr mgmt to address the reported issue. The ventilator passed performance verification testing and was returned to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the backup alarm test failed. There was no patient involvement.